Event description:
It was reported that the led lights on the tandem mobi pump were not turning on. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections (mdi) as a backup therapy. A replacement pump with updated software was sent to the customer, and they were instructed on returning the faulty pump. Training would be available in the customer's source account, and the customer was advised on steps to take upon receiving the replacement.